Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the package insert was missing with a bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: package insert was missing.

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that the package insert was missing with a bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: package insert was missing.